Event description:
Post angiogram performed of the zenith endovascular graft placement noted a distal type I endoleak on the ipsilateral iliac leg graft. An iliac leg extension was deployed distal to the leg graft with the appropriate stent overlap. Angiogram still noted endoleak presence, but originating from the junction of the leg graft and the limb of the main body as well as at the junction of the leg graft and the distal extension. Stents were placed at both junction points in order to resolve the endoleak. Completion angiogram noted that the type iii endoleaks had resolved, but viewed the presence of a type ii originating from a large lumbar artery. Pt to be monitored.